Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the venflon I 20ga 1.0 mm x 32mm leaked blood. This occurred 8 times during use. The following information was provided by the initial reporter: "while venflon I inserted into patient vein, they noticed that blood leakage in the catheter."

Event description:
It was reported that the venflon I 20ga 1.0 mm x 32mm leaked blood. This occurred 8 times during use. The following information was provided by the initial reporter: "while venflon I inserted into patient vein, they noticed that blood leakage in the catheter."

Manufacturer narrative:
H.6. Investigation: the photos were received by bd for evaluation. A quality engineer was able to review the photos of venflon I 20ga 1.0 mm x 32mm from lot # 0.0214115 regarding item # 391592 with the reported issue that ¿blood leakage in the catheter¿. The DHR was reviewed and qn was not raised on this lot during manufacturing and production of the lot number 0.0214115 until lot release. Three photographs and no sample received for investigation. The photographs received and retention samples are used for further investigation. The reported defect is not confirmed as the photograph could not clearly confirm the leakage as reported from by the customer. The retention samples on material number 391592 of batch number 0.0214115 did not show leakage when tested for investigation. Our investigating team found that the leakage from port hub can probably occur due to misappropriate dose of ipa dosage on station number 5 and 6. This could have occurred due to vibration of the machine causing ipa dosing nozzle to miss the right dose: 1. That has to be dropped into the silicon winding (that occurs on station 5) or 2. The silicon drop to be added on the port (that occurs on station 6). The defect is unconfirmed.